Manufacturer narrative:
Please note that the manufacturer's email is (B)(4). The device was returned for analysis; however, the engineering report is not yet available. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. The product analysis and additional information are pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after the user tested the balloon of a 6f/7f mynxgrip vascular closure device (vcd) outside the body and the balloon held pressure; the balloon would not hold air upon inflation inside the patient. The balloon reportedly loss pressure at the first stop (sheath) with a 6f unknown sheath introducer. After device removal, a hematoma of 6cm or less had also developed. The user held manual pressure for 30 minutes or less to achieve hemostasis and protamine was provided as treatment. The patient recovered and hospitalization was not extended. The product will be returned for analysis. The access site was in the femoral artery. At prep, the black marker on the inflation indicator was fully exposed. The stopcock was opened when the balloon was at arteriotomy. There was no resistance while inserting the device or while pulling back. There was no unusual force applied when shuttling down/retracing.

Manufacturer narrative:
Additional information received: there were no damages or anomalies noted to the device or packaging prior to use. The device was handled and prepped according to the IFU. The device was removed from the patient without sealant deployment. The hematoma did not develop during the patient¿s recovery at hospital / at home. It was a diagnostic case; therefore no act was taken; and the inr was not lower than 1.5. The vessel did not have a stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx vcd use. Multiple sheath exchanges and multiple stick attempts did not occur during patient use. There were no damages noted to the distal tip of the sheath after removal from the patient. As reported, after the user tested the balloon of a 6f/7f mynxgrip vascular closure device (vcd) outside the body and the balloon held pressure; the balloon would not hold air upon inflation inside the patient. The balloon reportedly loss pressure at the first stop (sheath) with a 6f unknown sheath introducer. After device removal, a hematoma of 6cm or less had also developed. The user held manual pressure for 30 minutes or less to achieve hemostasis and protamine was provided as treatment. The patient recovered and hospitalization was not extended. The access site was in the femoral artery. The vessel did not have a stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx vcd use. Multiple sheath exchanges and multiple stick attempts did not occur during patient use. There were no damages noted to the distal tip of the sheath after removal from the patient. There were no damages or anomalies noted to the device or packaging prior to use. The device was handled and prepped according to the IFU. At prep, the black marker on the inflation indicator was fully exposed. The stopcock was opened when the balloon was at the arteriotomy. There was no resistance while inserting the device or while pulling back. There was no unusual force applied when shuttling down/retracing. The device was removed from the patient without sealant deployment. The hematoma did not develop during the patient¿s recovery at the hospital or at home. It was a diagnostic case; therefore no act was taken; and the inr was not lower than 1.5. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the device had evidence of exposure to blood. The stop cock was closed and the syringe was separated as received. The sealant and advancer tube remained in their manufactured positions. Leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. The procedural sheath was not returned; therefore, a physical evaluation to determine whether there was damage to the procedural sheath's distal end that could have punctured the balloon could not be made. Visual inspection at high magnification confirmed that the source of the leak was a micro tear in the balloon, approximately 3.5 mm from the balloon proximal neck. A review of the manufacturing documentation associated with lot f1636201 was performed and the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The event reported as the balloon lost pressure inside the patient was confirmed. Balloon loss of pressure was caused by a micro tear in the balloon, approximately 3.5 mm from the balloon proximal neck. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft), potentially contributing to a tear in the balloon. However, based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. Access site hematomas are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique and patient's compliance to decrease mobility of limb affected in order to promote coagulation. Patient and/or pharmacological factors are likely contributing factors to the hematoma reported. According to the product instruction for use, prolonged access site-related bleeding as a potential risk associated with femoral artery closure procedures. Furthermore, users are instructed to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Neither the device history record review nor the product analysis suggest that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken.